Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. D11 medical product: unknown stryker cement; p/n: unk, l/n: unk. Complaint sample was evaluated via medical records and the reported event was confirmed. Medical records were provided and found no complication during the initial surgery. 3-months after post-op, the patient experienced decreased extension as well as flexion and locking. Therefore, she underwent manipulation under anesthesia. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: 42500606802, femur cemented posterior stabilized, lot # 62291568; catalog #: 42532007502, tibia cemented 5 degree stemmed, lot # 62416680; catalog #: 42540000038, all poly patella cemented, lot # 62435814. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a manipulation under anesthesia due to decreased range of motion.